Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the right coronary artery. The physician engaged with a runway judkins right r4 guide catheter used with another manufacturer's device. The physician pre-dilated with a 4.0x12mm maverick and then implanted a 4.5x20mm liberte, 4.5x20mm liberte and a 4.5x32mm liberte bare metal stents. The physician tried placing a 4.0x12mm liberte bare metal stent in between two stents, but could not get it to cross and the stent dislodged. The undeployed stent was in the right coronary artery (rca), within one of the previously deployed stents. An unknown bsc stent was placed within the body to crush the 4.0x12mm dislodged stent against the vessel wall. The procedure was completed with another device. No patient injuries or complications were reported. Patient status listed as "ok".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.